Event description:
It was reported that the customer experienced high blood glucose of 650 mg/dl. The customer stated she is a brittle diabetic and the insulin pump was not the issue. She called the emergency room and received recommendations but did not visit the emergency room. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.